Event description:
It was reported when the device was used during a laparoscopic hepatectomy procedure, it would not open after firing. The device was manually opened. Another device was used to complete the case. There was no patient consequence.